Event description:
On (B)(6) 2011, patient reported, he was having a concern with the up button on his infusion device. Patient stated, he noticed the issue today. Patient reported, he was not able to program a bolus with his infusion device. Patient stated, the button pops back up after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.